Event description:
During laminectomy, one of the screws holding the blades to a 3mm pituitary rongeur, fell out onto the operating field. It was not located according to the report, however, this has not been confirmed.